Event description:
A lag screw, implanted with a dhs plate in 2000 for a basicervical left proximal femur fracture, broke 8 months post-operative. Non-union was noted and patient was revised to a total hip prosthesis later in 2000 and the plate and broke leg screw was removed.